Event description:
Patient s/p (status post) mvc (motor vehicle crash) with sdh (subdural hematoma) and emergent surgical evacuation of sdh with seps (subdural evacuating port system) placement. Pt agitated during stay r/t (related to) tbi (traumatic brain injury). CT daily for several days s/p admit/surgery. After one of the CT's patient with significant increase in draining at dressing site. Neurology pa (physician assistant) evaluated; tubing came out stitch placed by pa. Subsequent CT found retained piece of tubing in head. Patient stable, requires return for bone flap replacement d/w (discussed with) family, plan to remove when bone flap replaced. Date to be determined.